Event description:
It was reported that following a cryoplasty treatment procedure renarrowing occurred. The unspecified target lesion was located in the popliteal artery. A polarcath 0.35 - 4/40/120 was used to treat the stenosis. Approximately 8 months later, renarrowing of the target lesion was discovered that was treated with another of the same polarcath catheter. There were no additional patient complications reported with the patient's current condition listed as "ok".

Manufacturer narrative:
Product not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.